Event description:
I had 5 medtronic neurostimulator implants in 4 years, due to leads and battery failing. As per my doctor, cause more trauma and nerve damages to my back. I'm aware of numerous other people with similar situation with spinal cord stimulator.